Manufacturer narrative:
History of known phase to phase short addressed in MFR# 2916596-2020-03453. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that rescue tape was applied to the proximal site of the patient's driveline where the hub and velour meet. No wire damage was seen at the site. It was noted that the patient had a known phase to phase short. Log file review captured routine events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic tears in the silicone jacket could not be confirmed as no photos or product was submitted for evaluation. A specific cause for the reported damage could not conclusively be determined through this evaluation. The submitted log file showed the pump operating above the low speed limit for the duration of the log file. The pump appeared to be operating as intended. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ the heartmate ii lvas IFU, rev. C. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016 via customer order. No further information was provided. The manufacturer is closing the file on this event.